Event description:
It was reported that bd conventional needle tore the rubber vial. The following information was provided by the initial reporter, translated from french to english: tearing of antibiotic rubber capsules / introduction of pieces into vials. Circumstances of occurrence / description of facts : these canulas are normally used for the preparation of antibiotics and similar products, injecting the solvent into vials for their dissolution or reconstitution. Vials for dissolution or reconstitution. Previously, we had another type of trocar (white) for this purpose and we have recently been using this type of canula. I found that the diameter and bevel of this canula tore the rubber capsules of the antibiotics, in such a way as to introduce "pieces" into the vials without our knowledge. What's more, these 'pieces' are small enough to be sucked up by the same canula and injected into the solution used to administer the drug to the patient. This can be highly damaging and even risky. Patient information : I noticed that the diameter and bevel of this canula were tearing the rubber capsules of the antibiotics, so that we were unknowingly inserting "pieces" into the vials. Of the antibiotics, so as to introduce "pieces" into the vials without our knowledge. What's more, these "are small enough to be sucked up by the same canula and injected into the solution used to administer the drug to the patient. This can be highly damaging and even life-threatening for the patient, who would be at risk, again without our knowledge, injecting these "pieces" into their own bloodstream. Actions taken in the care establishment to manage the patient: stop using this reference conservative measures and actions taken : discontinue use of this needle reference.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 230603. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Per provided feedback we understand issue of coring effect has occurred. We would like to inform you that bd had investigated this type of clog issue in detail in the past, performing different analysis of material characterization like fourier-transform infrared spectroscopy (ftir) and conducting simulated studies of the event through multiple types of container and needles. The analysis of returned clogged cannula of other customers reveals a conical in shape, soft transparent material with a flat surface. Ftir spectral analysis identifies the material clogging the needle as polyethylene (pe). It was observed that these types of particles are commonly generated when needles are used to access the septum of rigid plastic containers of saline or other medication solutions. Further investigation suggested that the bd microlance¿ needle had been used to access rigid plastic containers of saline or other medication solutions designed to have a double septum, the first is a normal rubber closure, the second is a thick polyethylene septum. According to the above conclusions, we have to consider that bd microlance¿ needles are designed and manufactured according to iso standards and whose primary use is intended to penetrate the skin and rubber closures of vials. They are not designed to penetrate thick polyethylene membranes. Dedicated devices are available from the supplier of the rigid plastic containers. Bd recommends contacting the manufacturer of the container for a detailed list of these accessories. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.